Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side device rupture. The device remains implanted.

Event description:
Healthcare professional reported a left side device rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported additional information of left side "small silicone outside the prosthesis on both sides, most suitable for small intracapsular silicone leakage." The device has been explanted.